Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and have a tear. Fluid was observed exiting the tear during a leak test. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found that would contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.8 mmol/l (500.4 mg/dl) while wearing the pod on the hip/buttocks area between 24 and 36 hours. A new pod was applied to treat the hyperglycemia.